Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 160 hours of extended bench testing at the customer's settings. Several patient outlet port leak tests was performed to verify blower condition after extended run, and the device passed. The device also passed initial final test and initial alarm volume test without any issue or error conditions. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator's blower valve was failing. At this time, it is unknown if there was any patient involvement associated with the reported issue.